Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, low sensing, low pacing lead impedance and no capture were noted. X-ray showed the lead had dislodged. The patient was taken to another facility for rv lead extraction. The rv lead was explanted.